Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the tibial tray at unknown interface. Depuy cement was used at the time of original implantation. Patient complains of pain when walking and putting weight on his right side. Osteolysis and poly wear were also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the pfc sigma tib tray as the lot code required was not provided. Review of the device history records and/or a complaint database search was not possible for the tibial knee insert or the bone cement as the product and lot codes required were not provided. It was stated in the initial reporting that no additional investigational inputs were available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.